Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the cause of the reported device deformity could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30-25 amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The device was prepared routinely on scrub table. During implant, upon deployment, both discs of the device deformed with a bulbous shape. The device was resheathed and deployed again, however the deformation persisted. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The pfo was never released from the delivery cable while inside the patient and was exchanged for a new 25-18 amplatzer talisman pfo occluder, which was successfully implanted. The patient was reported to be in stable condition.